Event description:
Consumer stated the "brush fell apart in my daughter's mouth and she swallowed bristles." Product was purchased on (B)(6) 2020, incident occurred on (B)(6) 2020. Product was discarded. No indication of a serious injury to child.